Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va04h0y, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s stimulation was programmed to cycle every 10 seconds, but she noticed in the last few days that it cycled on and off every 5 seconds. It seemed that it got to 6 and it would cycle. The patient changed to a different program on (B)(6) 2014, and increased the amplitude on (B)(6) 2014. The morning of the report it seemed to be cycling faster, but when she used her watch it didn¿t seem to be going faster and seemed to be going like it was. The patient noted the issue more at night and said that maybe it was just her imagination. The device was set at 2 volts and the patient didn¿t have a high pain tolerance for therapy. Therapy helped with the patient¿s symptoms and didn¿t cause any side effects like pills did. The patient had an appointment with her healthcare professional in a couple of months and planned to follow up regarding cycling. No symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.